Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a humeral diaphyseal fracture. The radiolucent drive was prepared for inserting a distal locking screw to a multiloc nail long. A nurse wrongly attached the drill bit with the green line in question to the radiolucent drive without noticing that it was not for this procedure. The surgeon thought the drill bit was thicker than usual, which turned out that the attached drill bit was wrong. The event occurred during the sales rep was out of the operation room temporarily. After returning to the operation room, the sales rep noticed the mistake and informed the nurse to exchange the drill bit in question to the drill bit with blue line. The sale rep was able to prevent problems before they occurred. There were several drill bits in the operation room. The surgery was completed successfully with no surgical delay. The patient was reported as stable. This report involves one (1) 4.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.